Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/5/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: in event description indicates "suture broke multiple times" could you please clarify how many devices present the issue (breakage suture)? Unknown. What was used to complete the procedure? Unknown. What is the lot number? Qhbcmr.

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date in 2021 and suture was used. During the procedure, when trying to tie the knot on the distal anastomosis, the suture broke multiple times. No adverse patient consequences were reported. Additional information was requested.